Event description:
The device was used during a thoracoscopic lung resection. Reportedly, the staples did not form properly and a component disengaged into the pt's cavity. The surgeon converted to a laparotomy and resected additional tissue, then manually sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.